Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to dysphotopsia, halos/glare, visual disturbance of impaired vision with a pars plan vitrectomy performed due to floaters. The lens was replaced with a same model lens, a smaller size diopter. Patient has done great post operatively.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination at (B)(4) microscope magnification reveals that lens was cut off in half. The lens has some scratches and stains too. Visual inspection also revealed few surface residuals on the lens that could be related with the handling the lens in a non-sterile environment. Based on the investigation, there is no indication that is a manufacturing related complaint. The product did not meet the acceptance criteria because the sample returned cut off in half. Manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.